Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 155 and blood glucose was 249 mg/dl. Customer reported that when sensor was removed, cannula was kinked and there was blood at site. Customer was educated on proper calibration. Customer was advised to monitor issue.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor. Performed continuity test and bicarbonate buffer test and the sensor passed per specifications with accurate readings. Unable to confirm the needle complaint due to the insertion needle not being returned, only the sensor. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.